Manufacturer narrative:
Follow up info as received on (B)(4) 2011, via fact sheets from the pt and/or attorney. The pt experienced neuropathy and muscle weakness. The pt first used upper and lower partial dentures from (B)(6) 2003 until (B)(6) 2007 and a full set in (B)(6) 2007 until the time of this report. The pt used super poligrip original from (B)(6) 2003 until (B)(6) 2007, once a day, one 2.4 ounce tube a week and two 1.2 ounce tubes a week; fixodent control plus scope flavor and fixodent free from (B)(6) 2007 until the time of this report, once a day, one and a half to two 2.4 ounce tubes per week. The pt currently used fixodent free. The case was upgraded to medically serious by gsk. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement and described the occurrence of injury in a male pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the pt began using super poligrip. An unknown time later, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up info was received on (B)(4) 2010, via medical records. On (B)(6) 2010, the pt's copper level was 7 (normal 70 to 175 mcg/dl) and the pt's zinc level was 159 (normal 60 to 130 mcg/cl). Follow up info was received on (B)(4) 2011, via medical records. On (B)(6) 2010, it was reported an electromyography (emg) study showed evidence for mild carpal tunnel syndrome which was improved with a brace. On (B)(6) 2010, the pt complained of numbness and tingling in his hands after b12 injections were initiated and was found to have a dorsal cervical cord lesion consistent with subacute combined degeneration but the possibility of multiple sclerosis was entertained. On (B)(6) 2010, the pt had a self-referred neurology consultation for further management of a diagnosis of multiple sclerosis. The pt initially developed some ringing in his ears in (B)(6) 2000 and perhaps some balance difficulty. In (B)(6) 2010, the pt first became aware of numbness involving both hands. The pt was treated with gabapentin and supplemental b12 was given because a level was apparently low. The pt was subsequently treated with levetiracetam. Magnetic resonance imaging (MRI) of the cervical spine on (B)(6) 2010, showed an abnormal cord signal involving the dorsal cord from c2 to c3 to c4 to c5. There was no enhancement and cervical spondylosis including right c6 to c7 paracentral disk herniation was noted. Follow up MRI of the cervical spine was obtained on (B)(6) 2010 and showed no significant change in dorsal cord signal abnormality. He had an MRI of the brain on (B)(6) 2010 that was normal. The pt was hospitalized at (B)(6) 2010, for approximately one week on the psychiatric floor. On (B)(6) 2010, his wife found him outside their home having discharged his firearm twice, which was felt to represent possible suicidal ideation. He had also shaved his head. Because of abnormal cerebrospinal fluid results on (B)(6) 2010, the pt was felt to most likely have demyelinating disease. The pt continued to be troubled by tingling involving both toes, difficulty with balance in (B)(6) 2010, and bipedal discomfort described as walking on "hot pavement." On (B)(6) 2010, he developed more symptoms involving the left arm and leg with numbness. Impression included short segment cervical myelopathy primarily involving dorsal cord with sensory symptoms involving his extremities.